Event description:
Country of complaint: (B)(6). Five mm challengers clips misfiring. New applicator was in use, only used once before. During the case, the challenger repeatedly misfired, shooting, half closed clips into the abdomen and also would not re-load any clips. There was no surgical delay. The surgeon continued using additional clips; the misfired clips were not retrieved.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: no clips were returned for evaluation. The applier was returned and tested with two magazines of clips, there were no deviations found.